Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection. Unable to perform displacement test due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 453 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.